Event description:
During a series of surgical interventions, an ethicon gia stapler was successfully used at first. However, the stapler jammed when trying to apply a subsequent load of surgical staplers. A new ethicon gia stapler was opened, and surgeon had to redo with new stapler.